Event description:
It was reported that there was a bilateral intracranial staph abscess along the deep brain stimulator trajectory, but not in pallium. The patient was hospitalized for infection at the lead location and removed. There was no alleged product issue, the leads were explanted. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative had not believed that the patient had been re-implanted and there was no further information on the outcome of the infection.